Manufacturer narrative:
During the biosense webster, inc. Testing of the device, the lot number was retrieved. Therefore, populated d4. Lot, d4. Expiration date and h4. Device manufacture date. Device evaluation summary: it was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter. Towards the end of the procedure while ablating, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac ultrasound. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was stabilized and transferred to the cardiac care unit for observation. There¿s no indication that extended hospitalization was required. The patient fully recovered. The device was visually inspected and it was found in good conditions. The magnetic and temperature features were tested and no issues were observed. In addition, the catheter was irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all the specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-000712669.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered cardiac tamponade requiring pericardiocentesis. Towards the end of the procedure while ablating, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by intracardiac ultrasound. Pericardiocentesis was performed to remove 300 cc of fluid from the pericardial space. The patient was stabilized and transferred to the cardiac care unit for observation. There¿s no indication that extended hospitalization was required. The patient fully recovered. Physician¿s opinion regarding the cause of the adverse event is that it occurred during transseptal puncture. No biosense webster, inc. (Bwi) product malfunctions nor error messages were reported. Transseptal puncture was performed with a brk needle and sr0 sheath. There was no evidence of steam pop during the ablation. The catheter flow setting was 30 ml/min. The force visualization features used included graph, dashboard, vector and visitag. The parameters for stability used with the visitag module were 2 mm and 5 sec. No additional filters were used. The color option used prospectively was time. Despite the physician believes the adverse event occurred during the transseptal puncture with the use of non-bwi products, this event is being conservatively reported under the bwi ablation catheter since the event was discovered during the ablation; therefore, the catheter cannot be excluded.